Manufacturer narrative:
Product complaint # (B)(4). Reporter is company representative. Investigation summary: the complaint device was received and inspected. It is observed that the weld is broken between the handle and shaft; causing the shaft to separate from the handle. This complaint can be confirmed. It is possible that this failure occurred during sterilization or that the device was dropped on hard surface causing the weld to fail. Other than this possibility, we cannot discern a root cause for this failure mode. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. There is no lot number available to perform batch review. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that the gryphon slotted sawtooth guide broke at the handle and shaft when the surgeon tried to implant the anchor into the patient's body during the surgery. Breakage occurred outside the patient's body. The surgery was completed by using alternative anchor, the product code and lot number were unknown. It was brand new and the first use when the issue occurred. There was no information of surgical delay and no harm to the patient. No further information was provided by the hospital.